Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated they were going to have the patient come into the clinic as soon as possible for further evaluation. The sensitivity on the right ventricular (rv) channel was reprogrammed to prevent any further issues. The source of the reported clinical observations was not identified as no further testing has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient&#38112;remote monitoring system identified oversensing on the right ventricular (rv) channel during an atrial arrhythmia which is causing ventricular fibrillation (vf) markers and pacing inhibition. The inhibition caused asystole of 2.25 seconds. Additionally, an inappropriate shock was delivered. The patient stated she had been feeling sluggish. According to the device clinic, the patient came into the emergency room and the plan was for her to get defibrillation threshold (dft) testing; however, that was not performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this system was still exhibiting oversensing and the caller was requesting a review of the data. Additionally, shock impedance measurements had increased slightly and were greater than 125 ohms in one configuration. A boston scientific technical services consultant discussed the clinical observations with the caller and the potential causes and troubleshooting. The caller stated that an x-ray was performed and the lead position looks fine. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this device was subsequently explanted due to a system upgrade.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.